Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic and the atrial lead exhibited noise. The noise was not reproducible with isometrics. The device was reprogrammed and the patient would be monitored.